Event description:
It was reported that the pump does not push the liquid forwards when filling the hose system. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and no further action will be taken.